Event description:
"Hinged device for fractures involving the proximal interphalangeal joint". Authors: joel d. Krakauer, md and and peter j. Stern, md, clinical orthopaedics and related research. The authors of the study reported that 20 patients were treated using smith and nephew compass pip hinge, 12 treated within 2 weeks of injury (group I) and 8 treated more than 4 weeks after injury (group ii), were reported. It was documented on the paper that there were 6 cases of recurrent subluxations.

Manufacturer narrative:
It was reported from a literature review that the patient presented recurrent subluxations. The affected complaint device, used in treatment, was not returned for evaluation. Therefore a product analysis could not be performed. As device information was not made available, device history record, sterilization documentation and complaint history review cannot be completed. There is no information that would suggest the device failed to meet specifications. A relationship, if any, between the device and the reported incident could not be corroborated. No medical documents were received for investigation. Therefore no medical assessment can be performed at this time. The physician referenced in the abstract provided an analysis of all of the attached images. Therefore, no further interpretation of the attached images are required. Based on this investigation, the need for corrective action is not indicated. The paper was published in 1996. Possible causes could include but are not limited to dislocation, patient reaction or post-operative healing issue.